Manufacturer narrative:
It is unknown if a sample will be returned. A request has been made by the reporter that the catheter is save upon removal so it can be returned for an investigation. If a sample is returned it will be evaluated and upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a patient had a surgery on (B)(6) 2014 and was discharged home on (B)(6) 2014. In surgery a bd insyte autoguard IV catheter was placed in her hand. The patient complained of pain and hardness at the IV site post-operatively. There was no report in the patient's records regarding removal of the IV. On (B)(6) 2014 the patient received an ultrasound of her hand confirming the retained IV catheter remained in her vein. The patient is scheduled for surgery to have the catheter removed on (B)(6) 2014.